Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # unk, stem, lot # unk; item # unk, shell, lot # unk; item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05215; 0001825034 - 2018 - 05216.

Event description:
It was reported that approximately 1 year post implantation, patient underwent a revision due to malposition of acetabular cup that lead to multiple dislocations and subluxations. The cup, liner, head, and taper adaptor were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Remove code (B)(4). Concomitant medical products: 11-104052 ¿ mallory/head acetabular shell ¿ 983800. Ep-105933 ¿ e1 ringloc acetabular liner ¿ 667220. Unknown ¿ unknown stem - unknown. Reported event was confirmed by review of operative notes and x-rays. Review of pre-revision x-rays confirm a previous avulsion fracture from the superior aspect of the greater trochanter. Review of the operative notes confirms patient report of dislocation in certain positions with loud pop, but no pain. The cup position could be moved more anteverted and there are areas of trochanter that were bare and not healed, however the stem was well fixed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.